Event description:
It was reported that the patient presented for follow up. Upon interrogation, the left ventricular lead exhibited high capture threshold. The device was reprogrammed to resolve the issue. Following the reprogramming, the patient experienced multiple episodes of ventricular tachycardia due to a preexisting condition. The patient presented in clinic on (B)(6) 2017, and the device was reprogrammed to resolve the issue.